Event description:
It was reported that the non preloaded monofocal intraocular lens(iol) was fully inserted, however after implantation or application, the lens was dislocated. It was replaced with another za900 lens with a different diopter iol. A scleral-fixed lens was implanted. The patient's status is unknown. It is unknown if injury and medical intervention was required. The product is available for return. No further information was provided.

Manufacturer narrative:
Section a2,a3b,a4,a5,a6: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: june 06,2024 . Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was received off center in a lens case. The lens was cleaned, presenting as damage; the optic body presented with damage caused by being off center in the lens case. One haptic was bent/damaged and the other was damaged/cut. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.